Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. The battery was de-installed, re-installed, and charged to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9012-000 anesthesia gas machine experienced failure of the unit to switch to battery power during a case. The report was received from a single source. The reported event did involve a patient. There is no patient information available.